Manufacturer narrative:
The pump was successfully exchanged and the pt remains ongoing on lvad. No further issues have been reported. The user facility report (B)(4) was received from the intermacs registry. The explanted pump was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Additional information from the importer report: patient identifier: (B)(6). Date of event: (B)(6) 2013. Date of report: 02/21/2013. (B)(6).

Event description:
The pt was implanted with a left ventricular assist device (lvad). The chief perfusionist reported that after 2 months of support, the pt received a pump exchange due to suspected thrombosis. Additional information received from a user facility report from the intermacs registry stated that the pt had presented with plasma free hemoglobin, rising lactate dehydrogenase (ldh) and abnormal sounds. Noncompliance with coumadin was suspected even while the pt was in the hospital. Additional information from the importer report: elevated plasma free hb, rising ldh, abnormal vad sounds; suspect noncompliance with coumadin even while in hospital.